Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer inserted a filled reservoir of insulin in the insulin pump without rewinding and possibly delivered a full reservoir of insulin into her body. The blood glucose reading at time of the call was 179 mg/dl. The customer treated her blood glucose with soda and lemonade. During the call the customer's daughter stated that the blood sugar level was decreasing. Advised mother and daughter to monitor her blood glucose. The daughter called back and stated that her mother's blood glucose reading was 57mg/dl. Blood glucose was treated with juice. It was stated that the customer's blood glucose goes up and then drop below normal range. Advised mother to take the customer to the hosp. The daughter called back and stated that the customer was hospitalized for hypoglycemia and she was treated with IV therapy.